Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's current blood glucose is 204 mg/dl and customer's blood glucose while hospitalized was over 1000 mg/dl. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer stated that the drive support cap was normal. The customer was treated high blood glucose with manual injection. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime and stated that insulin was exited. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was discharged and gave intravenous and went back on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, partially broken reservoir tube lip and cracked reservoir tube window.